Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported by the customer's father that their insulin pump had been exposed to moisture and condensation had formed under the display screen. Customer stated the device was attached to them while they were swimming and became fully submerged in water. Customer also stated they were treat blood glucose levels with manual insulin injections. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 140 mg/dl at time of reporting. Nothing further reported.